Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on an unknown date. After the placement procedure, the patient experienced pain. Upon review of the images, it was noted that most of the hydrogel was located under the serosa, with a small quantity situated under the muscularis and above the serosa. On the computerized tomography (CT) images the hydrogel was observed to be very close to the lumen. Although this observation was less clear on the magnetic resonance imaging (MRI). Furthermore, it was noted that the placement procedure and the brachytherapy treatment were conducted approximately two months prior to this report. The patient current status is unknown. Boston scientific corporation has been unable to obtain additional information, despite of the good faith efforts (gfe). Additional information received on 01dec2023 it was reported that the patient was rescanned with a 3t magnetic resonance imaging (MRI). Upon review it was observed that the hydrogel was located under the serosa. Additionally, there is a noted possibility of a small infiltration area within the muscularis propria, with no observed infiltration into the lumen. Furthermore, it was noted that the gel effectively displaced the damaged part of the rectum away from the prostate.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 10/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/09/2023. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: blocks b5 and h6 have been updated based on additional information received on december 01, 2023.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on an unknown date. After the placement procedure, the patient experienced pain. Upon review of the images, it was noted that most of the hydrogel was located under the serosa, with a small quantity situated under the muscularis and above the serosa. On the computerized tomography (CT) images the hydrogel was observed to be very close to the lumen. Although this observation was less clear on the magnetic resonance imaging (MRI). Furthermore, it was noted that the placement procedure and the brachytherapy treatment were conducted approximately two months prior to this report. The patient current status is unknow. Boston scientific corportation has been unable to obtain additional information, despite of the good faith efforts (gfe).

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.